Event description:
Our affiliate is reporting that during an arthroscopic shoulder repair, a portion of the distal tip of an expressew flexible suture passing needle broke off into the patient's body and remains therein. The case was concluded successfully without further incident or harm to the patient.

Manufacturer narrative:
Nothing is being returned, which precludes conducting a physical failure analysis. No lot number was supplied with precludes conducting a batch history review. We cannot conclude as to what may have caused the needle to break. However, historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft issue causing the distal portion of the needle to possibly fatigue and break off. Also this is a single use device, and it was not established that the device was used only once, which could have led to this particular failure mode as well. Outside of these hypotheses and consideration, no conclusions can be drawn... At this point in time no further action is necessary, however, company will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.